Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left superficial femoral artery (sfa), popliteal artery, and anterior tibial artery using an indigo system aspiration catheter 7 (cat7), a lightning aspiration tubing (lightning), and a non-penumbra sheath. During the procedure, the physician used the non-penumbra sheath to access the right groin and advance to the left femoral artery. Next, the cat7 was advanced over the guidewire and into the popliteal and anterior tibial artery. The physician then removed the guidewire and initiated aspiration; however, there was no flow through the lightning even though there were audible clicks coming from the lightning unit. The physician, therefore decided to remove the cat7 for inspection. As the cat7 was being removed, the physician noticed that the cat7 was broken into two pieces. The physician then pulled and removed the proximal end of the cat7. Afterwards, the physician inserted a balloon guide catheter containing a guidewire into the patient and then advanced the guidewire into the distal portion of the cat7. The balloon guide catheter was then advanced into the inner shaft of the broken piece of the cat7 and inflated. Next, the balloon guide catheter and the broken piece of the cat7 were removed together. An angiogram revealed no damage to the vessel. The procedure was completed using a new cat7 with the same lightning and sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the catheter was fractured. Based on the damage at the fractured location, the cat7 appeared to have been over rotated against resistance prior to the fracture. If the cat7 is inadvertently mishandled during use, damage such as a fracture may occur. Further evaluation revealed a kink on the proximal shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.